Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to successfully clear the alarm and able to complete rewind. Customer stated pump alarm shortly after inserting a new battery. Customer removed the current battery from the pump and insert a new battery and pump had unexpected restart and a cold reset performed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.